Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient came to clinic after receiving several shocks. The device was interrogated and found in back up vvi mode. It was concluded the shocks were likely due to noise on right ventricular channel however a header/device issue could not be ruled out. It was recommended to replace the device. Patient was in good condition after the event.

Manufacturer narrative:
The device was explanted but will not be returned for analysis.